Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was noticed that the tissue pad on the device had a black, charred appearance. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was returned in good physical condition. The tissue pad was examined and normal wear was visually seen. The device was tested with a generator and was functional.